Event description:
It was reported the camera head had noise on the monitor, an e226 error displayed, and the color tone was gone. The issue was observed during a therapeutic laparoscopic-assisted distal gastrectomy procedure. Per the report, the device contact pins were cleaned again and the errors cleared. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: full establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was not reproduced. The service history records for this product have been reviewed. There was no repair history for the actual product within the past 12 month that are related to reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This report was found to be a duplicate of an event already reported in MFR report number 3002808148-2025-00436, for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.

Event description:
No additional information received from customer.